Event description:
On (B)(6), 2011, customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated triglyceride (tg) imprecision on patient samples. Customer reported that one erroneous result was generated and reported outside the laboratory. Customer reported that the erroneous result was amended after four hours. Customer reported that there was no impact to patient treatment. The quality control (qc) results provided by the customer indicate that out of range high values had been seen. On (B)(6), 2011, customer's biomedical department reported that they replaced the cartridge chemistry (cc) sample probe and wash collar on (B)(6), 2011. Customer's biomed department reported that they can see some spitting coming from the cc sample probe. Bec customer technical specialist assisted the customer with troubleshooting and instructed the customer to perform the probe to wash collar alignment. After troubleshooting, customer reported that the sample syringe was loose and the issue was resolved.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#2050012-2011-08033.